Event description:
It was reported patient underwent a tennis elbow release procedure on (B)(6) 2013. During the procedure, the tip of a mini harpoon suture fractured in the patient. As a result, the fractured tip was retrieved and another harpoon anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap." Evaluation of device found evidence that the fracture was due to excessive force. During the evaluation, it was noted the end of the handle assembly showed signs of a substantial impact force. Subsequently, it is likely that excessive force while inserting the device led to the fractured point.